Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and an x-ray revealed the atrial lead dislodged. The lead was successfully repositioned and the patient was in normal condition post procedure.